Manufacturer narrative:
There was no reported device malfunction, and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in electronic instructions for use guide (IFU) wire hi-infiltrac, cto, as a known patient effect of the procedure. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the chronic total occlusion (cto) in the right coronary artery (rca). During the procedure, the cto made it difficult to find the vessel lumen. An infiltrac guide wire was used and a dissection occurred. An infiltrac plus guide wire was then used and a dissection occurred. Reportedly, the dissections were not able to be treated and the decision was made to wait to see if the dissections would seal on their own. Post procedure, the patient was in stable condition. No additional information was provided.

Manufacturer narrative:
The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other hi-torque infiltrac guide wire referenced is filed under a separate medwatch report number.